Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was transferred outside the hospital on (B)(6) 2022 where they had their pump exchanged from a heartmate ii to a heartmate 3 on (B)(6) 2022. On (B)(6) 2022 the patient passed away. The death was a result of complications from non-ischemic cardiomyopathy (nicm). Related manufacturer's reference number for the pre-exchange pump: 2916596-2022-14325.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.